Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no malfunction with the system. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Further follow up was not possible as the user was unresponsive to multiple call back attempts. Further investigation was not possible.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.